Event description:
During dialysis - rn noted the presence of blood on pt's clothing. On examination, noted the (v) limb of tesio catheter has fallen out. Esimates blood loss 600cc +. On inspection of catheter limb - noted absence.